Manufacturer narrative:
Pending evaluation.

Event description:
Approximately 8 years post-op the initial implant, this (B)(6) male presented with aseptic glenoid loosening. Loose glenoid - loose pegs. A revision procedure to be scheduled. Outcome: continuing. The case report form indicates this event is definitely related to devices and definitely not related to procedure. This patient has a history of osteoarthritis, heart disease, and is a diabetic. This event report was received through clinical data collection activities.

Manufacturer narrative:
Section h10: (h3) the glenoid loosening reported was likely the result of an insufficient bond between the implant and the bone. However, this cannot be confirmed as the devices were not available for evaluation.

Manufacturer narrative:
(D10) concomitant devices: 300-01-15 - eq humeral stem primary, press fit 15mm: (B)(6). 300-10-45 - equinoxe replicator plate 4.5mm o/s: (B)(6). 310-03-50 - eq humeral head expanded, 50mm (beta): (B)(6). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b5, d4-model, catalog, expiration, serial number, and UDI, d7a, d10, e1, g1, g4-510k, h6 - clinical, impact, component. The following sections were corrected: a2, g1, h6 - component. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the right side. Subsequently, the patient experienced aseptic glenoid loosening and pain; loose glenoid and loose pegs. As a result, approximately 8 years after initial replacement, the patient underwent a right shoulder revision to hemiarthroplasty with glenoid allograft. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
The revision reported may be the result of the aseptic glenoid loosening as reported. However, the failure cannot be confirmed as no relevant clinical information, images, or radiographs were provided. Potential contributions of patient or user-related issues to the event cannot be determined from the reported information.